Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros phyt quality control results were obtained while using the vitros 5,1 fs analyzer. An ocd field engineer performed "as needed" service to the sample metering, incubator, and immuno-rate subsystems on the vitros 5,1 fs analyzer. Performance testing following service verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, the most likely cause is an equipment related issue.

Event description:
The customer obtained multiple, lower than expected vitros phyt quality control results (pv level 1 control = 8.5 and 10.77 g/ml vs. Expected result of 14.1 g/ml; pv level 2 control = 14.6 and 11.27 vs. Expected result of 21.3 g/ml ) while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).